Event description:
It was reported that approx 7 days after being discharged following an ep procedure, the pt suffered a transient stroke. It was also reported that after CT, MRI and neurological evaluation, the pt was diagnosed with microangiopathy of the cerebral arteries. The physician did not attribute this event to the thrombus or char. It was also reported the pt recovered within a day.

Manufacturer narrative:
At first, the affiliate did not consider this event as a complaint, since it happened several days after the procedure and the physician claimed it not to be procedure or device related. The event was documented as a complaint, when the complaints dept was made aware of it. The event date and lot number of the device are unk. The device has not been returned to biosense webster for evaluation.